Manufacturer narrative:
The complainant was unable to provide the device upn and lot number. Therefore, the manufacture and expiration dates are unknown. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a lighttrail single use laser fiber was used in a lithotripsy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was an auriga xl 4007 console. According to the complainant, during the procedure, the laser broke while in use. The procedure was completed with another laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.